Event description:
It was reported that when stimulation was turned on, there was a lack of therapeutic effect. The pt claimed when he laid down at night, stimulation did not treat his pain. Pt stated that when he tried to increase stimulation, the stimulation felt like it was electrocuting him.

Manufacturer narrative:
(B)(4).